Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was attempted and not used due to the low profile of the lead, flimsiness of the lead and unable to secure placement in the patient's tortuous vessel with sharp takeoff. It was also reported that there was phrenic nerve/diaphragmatic stimulation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.